Event description:
An optometrist reported pt with stage 1 diffuse lamellar keratitis in the left eye, one day following lasik treatment. The optometrist also reported suction was lost at the last second which is not related to the excimer laser. The pt reported the left eye felt a little more irritated and the vision was worse in the left eye than in the right. The pt's topical steroid dosage was increased. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).